Event description:
During a robotic tlh procedure the patient received a vaginal laceration. The laceration was inside the vagina about 1 inch at the introits (about 10'oclock position) which had to be sutured closed.

Manufacturer narrative:
Coopersurgical's (B)(4) officer spoke to dr (B)(6) of (B)(6) hospital regarding this incident. Dr (B)(6) stated the patient had a very atrophic vagina and there was difficulty pushing the cup forward. Case went fine but noted a small lateral wall sulcus tear that he used a couple of interrupted sutures to close. He believes this was a result of the patient's tissue and that he should have used some lubricant prior to advancing the device. Patient had no post-op issues. Product was not returned to coopersurgical for evaluation. (B)(4).